Event description:
It was reported, the light source experienced the lamp did not ignite. The issue occurred during preparation for use in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no additional reportable malfunctions. Based upon the results of the investigation, the root cause could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor the field performance of this device.